Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that the surgeon went to fire the tlc75 instrument and on the 1st firing it only fired half of the staples. The 2nd and 3rd firings were fine. There was no consequence to the pt.